Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent left inguinal herniorrhaphy with mesh concurrently on (B)(6) 2013 due to indirect left inguinal hernia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with total vaginal hysterectomy with bilateral salping-oophorectomy due to dysfunction uterine bleeding, symptomatic pelvic prolapsed, stress urinary incontinence, cystocele, rectocele, and chronic pelvic pain. It was reported that following insertion the patient experienced pain, bleeding, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2013 due to pelvic pain and unable to have intercourse. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso and anterior repair.